Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient underwent total hip revision for instability and subluxation. At the time of revision, there were no signs of infection or adverse soft tissue reaction. All components exchanged except stem.